Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was damaged after loading.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the afterloading unit is damaged. The afterloading unit is not able to reload the batteries. There was no patient harm.